Event description:
While trying to withdraw the balloon from the stent after deployment; it became stuck on the struts of the stent. It was eventually removed.

Manufacturer narrative:
Pci was being performed on an 80% de novo lesion in the proximal left anterior descending artery (lad) of 26mm in length in a 2.75mm vessel diameter. The lesion was also tortuous. The lesion was pre-dilated with a 2.5x20mm balloon at atmospheres(atm) and the 2.75x28mm cypher stent was deployed at 12 atm. While trying to withdraw the balloon from the stent, it became stuck on the stent struts. The balloon was inflated and deflated again with great difficulty, but the balloon was pulled out. It also felt sticky. There were no adverse effects to the pt. The device did appear normal before the procedure and there was no bending or kinking of the device also before the procedure. Pre-procedure medications included clopidogrel, aspirin, statins and ace inhibitors. Intra-procedure medications included heparin 100 mg. Post-procedure medications included clopidogrel, aspirin and ace inhibitors. Please note that this product, is not distributed in the us. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional info received will be subitted within 30 days upon receipt.